Event description:
This case was initially received via regulatory authority ((B)(6), reference number: (B)(4)) on 02-mar-2020. This spontaneous case was reported by a consumer and describes the occurrence of menorrhagia ('very heavy menstruation with large clots') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included light periods (before essure). On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced menorrhagia (seriousness criterion medically significant), dysmenorrhoea ("pain in the lower abdomen before and during menstrual period"), headache ("headaches"), vision blurred ("blurred vision"), memory impairment ("poor memory"), fatigue ("fatigue") and feeling abnormal ("occasional feeling of unease"). Essure treatment was not changed. At the time of the report, the menorrhagia, dysmenorrhoea, vision blurred, memory impairment, fatigue and feeling abnormal had not resolved and the headache outcome was unknown. The reporter provided no causality assessment for dysmenorrhoea, fatigue, feeling abnormal, headache, memory impairment, menorrhagia and vision blurred with essure. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (ansm, reference number: r2002741) on (B)(6) 2020. The most recent information was received on (B)(6) 2020. This spontaneous case was reported by a consumer and describes the occurrence of menorrhagia ('very heavy menstruation with large clots') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included light periods (before essure). On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced menorrhagia (seriousness criterion medically significant), dysmenorrhoea ("pain in the lower abdomen before and during menstrual period"), headache ("headaches"), vision blurred ("blurred vision"), memory impairment ("poor memory"), fatigue ("fatigue") and feeling abnormal ("occasional feeling of unease"). Essure treatment was not changed. At the time of the report, the menorrhagia, dysmenorrhoea, vision blurred, memory impairment, fatigue and feeling abnormal had not resolved and the headache outcome was unknown. The reporter provided no causality assessment for dysmenorrhoea, fatigue, feeling abnormal, headache, memory impairment, menorrhagia and vision blurred with essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.